Manufacturer narrative:
Per tandem's x2 g6 user guide states to "change your cartridge every 48¿72 hours as recommended by your healthcare provider." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge change error message occurred. Reportedly, customer used same cartridge for one week. There was no adverse impact to the customer's blood glucose level due to the reported issue. Reportedly, the customer had manual injections as alternate insulin therapy.